Manufacturer narrative:
The pt remains on going with the implanted device and no further issues have been reported. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was at home and the percutaneous lead got caught on the coffee table. The silastic portion of the lead was pulled away from the metal housing, exposing the wires on the end of the lead. It was noted that the green power light was off with no audible alarms and no data shown on the display. The pt was told to switch to the backup system controller and report to the emergency room. Upon arrival, the yellow controller cell light removed and the pump stopped. The pt was also experiencing +++ and having trouble maintaining the rpms at 9200 rpm and dropping to 9000 rpm. The second system controller was exchanged with a third system controller. Log files were not able to the downloaded from the first or second controller. The pt remained asymptomatic and vital signs were stable. On (B)(6) 2013 the MFR's technical personnel performed a continuity test on the percutaneous lead and performed a percutaneous lead bend relief repair per procedure. On (B)(6) 2013, add'l info was received stating replacement of the percutaneous lead was performed by the MFR's technical service personnel. No further problems have been reported.